Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing ¿aggressive skin irritation¿ after 6-days of wearing an adc freestyle libre sensor. He noted the insertion site had a ¿wet wound¿. Customer had contact with a healthcare provider on (B)(6) 2019 and was prescribed an unspecified cortisone ointment and fusicutan ointment, an antibiotic. Customer was also advised to discontinue using the product. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.if the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing ¿aggressive skin irritation¿ after 6-days of wearing an adc freestyle libre sensor. He noted the insertion site had a ¿wet wound¿. Customer had contact with a healthcare provider on (B)(6) 2019 and was prescribed an unspecified cortisone ointment and fusicutan ointment, an antibiotic. Customer was also advised to discontinue using the product. There was no report of death or permanent injury associated with this event.